Event description:
It was reported that the patient received inappropriate therapies for svt due to an av interval indicating vt. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.